Event description:
It was reported that the root cause of the out of range measurements was not determined. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing and monitoring will be continued. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the root cause of the out of range measurements was not determined. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing and monitoring will be continued. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed programming options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.